Manufacturer narrative:
The returned sensor was evaluated. During inspection, a torn outer jacket at the bend relief area at sensor end was found causing exposed kevlar wire jackets and outer shield. During evaluation the sensor passed all functional testing. The sensor was determined to be functioning as designed.

Event description:
The customer reported intermittent readings and no readings. No consequences or impact to patient were reported.